Event description:
It was reported that the end cap had fallen off the bd intima-ii¿ closed IV catheter system in the packaging before use. The following information was provided by the initial reporter, translated from chinese to english: "on the morning of april 12, before the nurse prepared to use the product for injection, she opened the package and found that the steel needle was bent and the needle cap had fallen off."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9233918. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although the large bend observed in the provided photograph suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been re-communicated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end cap had fallen off the bd intima-ii¿ closed IV catheter system in the packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the morning of april 12, before the nurse prepared to use the product for injection, she opened the package and found that the steel needle was bent and the needle cap had fallen off."